Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
The guidewire was not removed after insertion of the PICC line. The PICC does work if the guidewire is not removed, yet the drip tubing will attach to the end adapter of the guidewire and the fluid will run. There is even a luer lock on the adapter to make it look like it should stay in place. The problem was picked up within hours and no harm resulted.